Event description:
It was reported that the customer had a high blood glucose level with a peak measurement of 455 mg/dl, the suspected cause of which was unknown. The customer received assistance from their husband to set up supplies and took corrective action by administering a correction bolus via the pump. Technical support recommended a site inspection, but the customer declined to remove the infusion set during the call. No issues were observed with the infusion set, tubing, or t:lock connection. The customer was advised to consult their healthcare provider about what might be affecting their blood glucose levels, replace supplies as necessary, and resume insulin use.